Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test. The insulin pump was unable to determine root cause due to preservation. The insulin pump was unable to perform the excessive no delivery test due to motor error alarm and unable to prime. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sat down in their spouse's car and passed away. The cause of death is unknown. The caller noted that the customer had charcoal foot and many other diabetes complications. The customer had a kidney transplant, had heart failure before, but at the time he was doing great. The customer had some infection earlier in the year. The customer's blood glucose, at the time of death, was 135 mg/dl; this was the last recorded blood glucose value in the blood glucose meter, on (B)(6) 2015 at 16:47 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis, but at this time they do not know where the device is. Once found, they will call back for the return instructions. The device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.